Manufacturer narrative:
All buttons functioned properly. However, the insulin pump had corroded keypad traces. No button error alarm during testing. The insulin pump received with broken belt clip slot, cracked reservoir tube lip, cracked case near display window corner, and cracked display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call that the insulin pump alarmed button error and the buttons were not responding. The customer did not recall any significant events leading to the alarm. Blood glucose value was around 214 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.